Manufacturer narrative:
Subject device evaluation: misonix cannot evaluate the device and accessories involved in this event because the part number(s), serial number(s), and/or lot number(s) were not reported, and the device and accessories were not returned. No additional reporter information is available to allow further investigation. Review of product labeling: misonix reviewed product labeling for the nexus standard handpiece used with bonescalpel accessories. The instructions for use manual for the nexus standard handpiece, part number 100-21-1000, includes warnings and cautions regarding the surgical technique and device settings required to prevent thermal injury, tissue necrosis, and burns to patient tissue. The instructions for use section 1.2 warnings for the nexus standard handpiece includes the following warnings: tip and irrigation temperatures may exceed the tissue necrosis point if insufficient irrigation flow rates are used. For hard tissue removal, set the irrigation flowrate to a setting no less than the comparable vibration setting. For example, if the vibration setting is 70, a minimum flow setting of 70% should be used. Additional external irrigation, e.g., by administering sterile saline with a syringe over the distal tip portion, may be necessary for removal of very dense, hard osseous structures. Tissue necrosis may result if tip is not moved relative to tissue. A continuous, lateral sweeping motion is recommended in order to minimize contact duration with the ultrasonic tip and minimize heat build-up. When lateral motion is not possible withdraw and re-insert tip frequently. Contact to vibrating elements like extension and ultrasonic tip may cause burns and should be avoided by all means. The handpiece should only be held at the black housing area. An optional, protective silicone sleeve, included with certain tips, reduces the risk of thermal damage but does not eliminate it. Contact with the silicone sleeve should be avoided or kept brief with minimal amount of contact pressure. Pressure and extended exposure can still result in excessive frictional heat and cause burns. Heat is being generated at the tip/tissue interface. A continuous, lateral sweeping motion is recommended for general bone/tissue removal in order to minimize contact duration with the ultrasonic tip and minimize the temperature increase. The instructions for use section 1.3 cautions for the nexus standard handpiece includes the following cautions: insufficient irrigation and high tip pressure (loading) under extended exposure, e.g., in tight cavities, are to be avoided while removing hard tissue. It is recommended to withdraw and re-insert the ultrasonic tips (e.g., blades & shavers) repeatedly to re-establish adequate cooling and lubrication. Additional external irrigation, e.g., by administering sterile saline with a syringe over the distal tip portion, may be necessary when removing very dense, hard osseous structures. Prime the irrigation tubing prior to use. At all times ensure that the irrigation flows towards the handpiece when footswitch is depressed. If no irrigation is flowing, cease use until flow is restored. There are no increasing trends for patient burns causing either serious or non-serious injury identified during trend analysis. The investigation has been concluded.

Event description:
Misonix was notified by the FDA via us mail that a medwatch report (mw5100019 of the "maude report") had been filed for misonix product. Misonix received this letter on 3/23/2021. The letter, mw5100019, contains all the information available to the FDA at the time it was sent to misonix as provided below: discussing surgery with a clinician. They mentioned that they recently starting using misonix. Within the last week. 7 patients had suffered 3rd degree burns using the nexus bonescalpel system. As such, before continued use, he had a meeting set-up with misonix. Expressed his displeasure since he has been asking colleagues and it seems to be an issue with the nexus system over others; yeah it is cheaper, but it runs a lot hotter than other alternatives, and is burning people. Please leave report anonymous. This occurred in discussion with the surgeon and did not happen to myself personally. But after checking the reporting database, for how common this seems to be, there seems to be a lack of complaints in the database related to it. So it seems like the company is not reporting these heating events as much as they should be. FDA safety report ID# (B)(4).